Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator was not at end of service. It was also reported that the pt has experienced a recent increase in seizure activity and is no longer able to feel stimulation. The pt reports no recent trauma or injury that may have damaged the ncp system. X-ray results are pending. The pt has been referred to neurosurgeon for consult. Lead break is suspected.